Event description:
It was reported by the customer, "I have a 3fr midline cracking open where line meets luer lock." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4614 showed one other similar product complaint(s) from this lot number.